Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on additional information received, the operator was "adjusting the coil¿ /repositioning the coil for about 20 seconds. It is probable that the coil was prematurely detached during the re-positioning attempt causing the as reported event. Therefore, an assignable cause of operational context was assigned to this event.

Event description:
It was reported that during a coil embolization of a ruptured aneurysm at the internal carotid artery (ica) siphon segment (shape was near round and diameter approximately 10 mm) with the subject coil, the coil was partially implanted about 1/3 of the length into the aneurysm. During repositioning, the coil detached and dropped into the parent artery. After failed attempt to withdraw the detached piece of coil by withdrawing the delivery wire slowly and smoothly, the operator decided to ¿deploy¿ the coil and continued to insert the next coil. Under digital subtraction angiography (dsa), it was observed that the artery looked good so the procedure was finished. The patient condition was good.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during a coil embolization of a ruptured aneurysm at the internal carotid artery (ica) siphon segment (shape was near round and diameter approximately 10 mm) with the subject coil, the coil was partially implanted about 1/3 of the length into the aneurysm. During repositioning, the coil detached and dropped into the parent artery. After failed attempt to withdraw the detached piece of coil by withdrawing the delivery wire slowly and smoothly, the operator decided to ¿deploy¿ the coil and continued to insert the next coil. Under digital subtraction angiography (dsa), it was observed that the artery looked good so the procedure was finished. The patient condition was good.